Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v098557, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
The patient¿s nurse who takes care of the patient reported that there was painful stimulation. The implantable neurostimulator (ins) was a replacement for normal battery depletion. The patient could feel stimulation but was not getting any relief. Prior to have the new ins implanted, the symptoms were under control all the time. It was noted that the patient had been sick and had lymphedema in the left leg with a wound and the patient had been in and out of the hospital. The device was programmed yesterday by a ¿technician.¿ during programming, the patient could feel stimulation between the vagina and rectum and way over in the patient¿s right leg, but then a burning sensation appeared and it was too strong. The ¿technician¿ corrected it and the patient was feeling stimulation closer to the rectum than they generally did. But they felt stimulation between the vagina and rectum comfortably. About 1.5 hours to two hours later the patient started having severe pain running down the patient¿s right leg. Currently the patient had turned stimulation off. They were planning to contact the healthcare provider (hcp) regarding the issues. The patient's relevant medical history includes gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) reported the patient had cycled through her first four programs fol lowing replacement with no improvement and was reprogrammed at her last appointment. She was seeing some improvement, but not as well as her original implantation. Initially after replacement, her overactive bladder symptoms were slightly better, but then she began to have more urge incontinence again. Despite reprogramming she had not noticed improvement in her urgency. Kub (kidneys, ureters, and bladder x-ray) to assess lead placement did not show any gross malpositioning but her habitus kept her from getting a true lateral view. The patient denied gross hematuria, dysuria, malodorous urine, or cloudy urine. No ¿f/c/n/v¿. Her bladder score was 10. The patient¿s device was reprogrammed after the patient failed programs 6-7 in the office. The patient felt sensation all on the far left side. She was then reprogrammed to program 4 at 2.1 v, pulse width of 214, and frequency of 14 hz, and she felt sensation on the rectum. Relevant medical history includes the patient¿s continence had improved but she still had occasional episodes of urge incontinence, particularly at night. Her frequency was up to 4-5 times per 3 hours in the morning, and less in the afternoon. She was mostly wet at night.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted it was "still working" and they feel it, but "it's not doing the job" which was clarified as they are still having a hard time emptying their bladder and it appears to be getting worse. The patient indicated they already tried making adjustments, but they only have two programs available. As a result of what was reported, they were redirected to their healthcare provider (hcp) to address their therapy concerns. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.